Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to a procedure. Loaded the loading unit onto the manual stapling handle and squeezed the handle. But the jaws did not close. Prepared a new one and it worked well. There was no problem with the loading unit. There was no patient involved in the event.